Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in needle failed to retract during use. The following information was provided by the initial reporter: verbatim: I spoke to healthcare provider on the phone. She was using the saf-t-intima when the safety mechanism failed. She successfully inserted the device into the subcut of the patient and proceeded to remove the needle by activating the safety device. When pulling back the white plastic part of the device to activate the safety, the needle came straight out, therefore was exposed and not contained in the white plastic part of the device. She said she did not use excessive force when activating the safety. No harm came to the patient or to health care provider therefore no further treatment was required. Unfortunately yvonne disposed of the needle part of the device, and only kept the white piece of plastic. This will be returned for analysis by the bd quality department, and samples from the same lot no.

Manufacturer narrative:
H.6. Investigation: although a sample was in transit for this incident, our facility was unable to retrieve the sample due to covid-19 restrictions. A device history record review was completed for provided lot number 9057764 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. The manufacturing team inspected the production process for a possible source of the reported defect; however, nothing abnormal was detected. Our quality engineer attempted to reproduce the reported incident with ten saf-t-intima devices, but no defects were found. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in needle failed to retract during use. The following information was provided by the initial reporter: verbatim: I spoke to healthcare provider on the phone. She was using the saf-t-intima when the safety mechanism failed. She successfully inserted the device into the subcut of the patient and proceeded to remove the needle by activating the safety device. When pulling back the white plastic part of the device to activate the safety, the needle came straight out, therefore was exposed and not contained in the white plastic part of the device. She said she did not use excessive force when activating the safety. No harm came to the patient or to health care provider therefore no further treatment was required. Unfortunately yvonne disposed of the needle part of the device, and only kept the white piece of plastic. This will be returned for analysis by the bd quality department, and samples from the same lot no.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: a device history record review was performed for provided lot number 9057764. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one defective sample and five representative samples were returned for evaluation by our quality engineer team. The defective sample returned only consisted of the safety device component. The five representative samples were functionally tested and no damages or abnormalities were identified through testing. In order to reproduce the reported failure, the quality team had to apply excessive force during the activation of the safety device. Based on the investigation results, an exact cause related to the manufacturing facility could not be determined for this incident.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in needle failed to retract during use. The following information was provided by the initial reporter: verbatim: I spoke to healthcare provider on the phone. She was using the saf-t-intima when the safety mechanism failed. She successfully inserted the device into the subcut of the patient and proceeded to remove the needle by activating the safety device. When pulling back the white plastic part of the device to activate the safety, the needle came straight out, therefore was exposed and not contained in the white plastic part of the device. She said she did not use excessive force when activating the safety. No harm came to the patient or to health care provider therefore no further treatment was required. Unfortunately yvonne disposed of the needle part of the device, and only kept the white piece of plastic. This will be returned for analysis by the bd quality department, and samples from the same lot no.